Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that there was no revision procedure but an implant procedure.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.